Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly and failed battery test alert due to blank display.

Event description:
The customer reported via phone call that insulin pump was turning off. The blood glucose was 134 mg/dl. Customer reports they received battery out limit alarm. The customer stated that they were able to clear the alarm and complete the rewind. The device will be returned for the analysis.